Event description:
It was reported when stimulation was on, the pt reported a loss of therapeutic effect. The pt had full return of symptoms starting yesterday and was throwing up all night and reported a burning sensation. The pt also feels a burning and tenderness in the pocket. There is no evidence of redness or change in the pocket externally. The pt stated they went swimming yesterday, but nothing remarkable happened. Impedance reading was greater than 4000 ohms on some of the bipolar pairs and greater than 4000 on all or some of the unipolar pairs. Impedances were greater than 4000 on everything with a combination of 0 and 1. Other combinations were within normal range. At the start of session, impedance was 587 ohms with voltage of 2.9v recommended. Pt was programmed to 2+3- at 4.3v. The physician indicated voltage was increased in the past to provide better symptom control. The 2-3 combo is normal range but clearly not providing benefit. When stim is turned off, the burning went away. Reviewed reprogramming stimulation to address stimulation needs.

Manufacturer narrative:
(B) (4)